Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The investigation confirmed a progression of low battery power (advisory), to low battery power (hazard), and no external power (hazard) before power was lost on the reported event date. The device functioned as intended and atypical alarm conditions were not produced during analysis. The data log file was downloaded from the returned system controller. On (B)(6) 2014, the system controller was operating on batteries and had a low battery power alarm (advisory) at 4:36am. By 6:20am, the batteries still hadn't been exchanged and the system controller had a low battery power alarm (hazard). At 7:01am, the system controller's batteries were depleted and had a no external power (hazard); and the system controller began operating on the backup battery. After 7:01am, at an unknown time, the backup battery depleted and the pump stopped. At an unknown time when the system controller was connected to a power module the system controller had a controller clock not set alarm (advisory) due to the depleted backup battery. A correlation between the system controller and the events recorded in the log file could not be determined. No device related issues were identified during this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient heard an alarm and was startled. The patient jumped up and out of bed and then felt dizzy and passed out. The patient hit his head and elbow during the fall and suffered a head laceration and a chip fracture in his elbow. The patient's son came over to the patient's house and exchanged the system controller to the backup system controller. The patient was admitted into the hospital where a head CT scan was obtained. The patient has since gone home and is doing well.